Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high rv threshold and lead fracture were observed. The patient received inappropriate therapy.